Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: item # 00801803602; versys femoral head, lot # 63251051. Item # 00620005422; trilogy acetabular shell, lot # 62845919. Item # 00786401200; trabecular metal femoral stem, lot # 63258460. Item # 00630505036; trilogy acetabular liner, lot #63110722. Reported event was confirmed by review of x-rays and operative reports provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00107, 0002648920-2018-00144, 0002648920-2018-00145.

Event description:
It was reported that a patient underwent a closed hip reduction approximately 1 year post operatively due to dislocation due to unknown reasons. Attempts have been made and no further information has been provided.